Event description:
Information received regarding the explanted device notes that the device "suddenly failed completely" and was replaced. Three months prior to the replacement, a telemetry link could not be established after a non- pacemaker related x-ray. An attempt to reset the device was unsuccessful. Despite the inability to get telemetry, the device worked properly and was left implanted at that time. There were no consequences to the patient.